Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm in a pt in 2000. Vessel morphology is unknown. It is reported that the follow-up CT scan in november of 2000 showed a proximal separation between the aortic cuff and the stent graft. The pt was asymptomatic. The physician planned to place 2 aortic cuffs to repair the separation; however, due to some angulation of the aortic neck the physician placed 3 aortic cuffs. It is reported that the physician balloon angioplastied a transgraft porosity endoleak after placement of the cuffs. The pt is reported to be fine and will return for a follow-up CT scan in 1 month's time. It is reported that the aortic cuff had not migrated, but that the bifurcated stent graft migrated due to morphological changes of the aneurysm. It is reported that the flat abdominal films show that there might have been minimal overlap between the aortic cuff and the bifurcated stent graft because the stent markers were positioned on top of each other; therefore, there was minimal to less than minimal overlap of the stent grafts.